Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that 9 days post stent graft implant procedure, the patient presented with severe left lower quadrant pain, chills and generalized weakness. It was reported that the patient's inferior mesenteric artery had been occluded by the stent graft. The patient under went an emergent laparotomy which revealed severe ischemic colitis and colon necrosis. The following day, the patient had a second laparotomy and underwent creation of and colostomy and g-tube placement. No additional clinical sequelae were reported and the patient is stable.

Manufacturer narrative:
Evaluation codes, results: inherent risk of procedure (arterial and venous occlusion, gastrointestinal complications). Others, (lack of information). Evaluation codes, conclusion: other, (lack of information). Patient code: other (required secondary intervention).